Event description:
The customer advised that a female pt was scheduled for a gastric bypass surgery. A triple lumen catheter was placed and when x-rays were taken, it was revealed that the filter had migrated into the right atrium. It was retrieved and the gastric bypass was performed with no further complications. The vena cava measured 22mm.